Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the master tool manipulator (mtm) involved with this complaint and completed investigation. Failure analysis investigation confirmed the error through system logs but was not able to replicate the reported fault. The part was installed on an in-house system and passed all testing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, an error occurred on the right master tool manipulator (mtm). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Due to the reported error, the surgeon made the decision to convert to a traditional open surgical procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. There was a delay of about 5 minutes before the surgeon made the decision to convert to a traditional open surgical procedure. Surgical ports were already placed but no additional anesthesia was administered to the patient. The patient tolerated the procedure well. A field service engineer (fse) was dispatched to the facility and replaced the mtm to resolve the reported failure. The system was tested and verified as ready for use.